Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the device kinked while it was in use. As a result, the decision was made to remove the impella cp and exchange it for a different cp pump. There was no patient harm.

Manufacturer narrative:
The investigation of product damage (cannula kink) has been completed. The impella device was not returned for evaluation. Product was not returned for review. Based on clinical description, the root cause of delivery issue was most likely due to patient condition.change failure mode (fm) to delivery issue as the cannula kink is the result of delivery failure. E4 should have been left blank on the initial manufacturer device report number (B)(4) as it is unknown if the initial reporter also sent the report to the food and drug administration.